Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05119. It was reported that the patient died. The patient presented with chest pain and angiography was performed. Vascular access was obtained via the radial artery. The completely occluded target lesion was located in the moderately calcified left circumflex artery (lcx). Following pre-dilatation, a 3.00x28mm promus element ¿ drug-eluting stent was implanted to treat the lesion but no flow was noted below the stent. Subsequently, a 2.50x28mm promus element ¿ drug-eluting stent was implanted distally, overlapping the first promus element ¿ stent but still, no flow was noted below the second promus element ¿ stent. The patient became more sick and eventually went into heart failure and died during the procedure.